Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. The device was not returned for evaluation, but medical records were provided for review. The investigation confirmed for difficult to removed and malposition of device. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf400f vena cava filter allegedly experienced difficult to remove and malposition of device. The information was received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old female weighed (B)(6) lbs.